Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer experienced high blood glucose. The customer's blood glucose was over 800mg/dl. The customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's mother was advised to call back once she has pump to check the device.